Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently air bubbles were observed in the cartridge pigtail tubing. Contact changed out the cartridge multiple times. Customer's blood glucose was approximately 200 mg/dl. Customer used room temperature insulin, performed air removal technique and primed the tubing for air bubbles. Contact alleged there may be an issue with the pump. Multiple attempts were made by tandem clinical support team; however, contact did not reply. Reportedly, customer's healthcare provider discussed the event with the contact.